Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by 04/12/2011.

Event description:
The customer reported that the fluoroscopy has broken down. It is unable to display images (during surgery).